Event description:
(B)(4) received will be included with report. This is four of four reports for this event. Additional info from the user facility report: pt had developed ulnar neuritis with some bursitis secondary to deep implant of distal ulna. The orthopedic surgeon recommended removal of the implant. The plate and screws were removed without difficulty. The pt tolerated the general anesthesia well.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn the product is just beginning the eval process. (B)(4).